Manufacturer narrative:
Unit received with currents in spec. No unexpected failed batt test or battery out limit. Unit received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.